Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture of the right device siliconoma and thoracic/breast malformation".

Event description:
Medical staff reporting a "rupture of the right device siliconoma and thoracic/breast malformation". The device has been explanted.